Manufacturer narrative:
Unit alarmed button error followed by intermittent buttons due to corroded keypad traces. Unit power up properly after battery installation. Unit received with operating currents within spec. No unexpected low battery out limit alarms noted. Unit received with cracked case at display window corners and display window. Unit received with minor scratched lcd window. (B)(4).

Event description:
It was reported via phone call, that the customer received a battery out limit alarm. It was also reported that the keypad was unresponsive. Customer's blood glucose level at the time was unknown. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.